Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in the patient for an emergency endovascular treatment of an unknown size ruptured abdominal aortic aneurysm. It was reported that an aui was originally planned to be implanted due to the patients narrow blood vessel diameters but, due to stock levels, an endurant main bifurcation stent graft was implanted in the patient first instead. It was reported that due to the anatomy of the patients vessel, the contralateral side could not be deployed and cannulation of the main body was not performed well. An endurant aui graft was then additionally implanted inside the endurant main body and an endurant limb was implanted distally to block the blood flow from the aneurysm. It was reported that the procedure was then completed. Per the physician, the cause of the event was due to patient anatomy. No additional clinical sequelae were reported and the patient is fine.